Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. The brush passage could not pass from insertion section mount (k mount) to insertion tube. Additionally, the evaluation revealed: incorrect production label; instrument channel was leaking; switch/camera had a tiny cut on switch#1; angulation in up, down, & right directions were low; control knob movement had reduced play both directions; distal end plastic cover had scratches; objective lens had worn glue; light guide lens had worn glue; adhesive on bending section cover (a-rubber)was cracked; and light guide tube had scratches. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a disposable stuck in a channel and the scope was manually disinfected. It was undetermined if scope may have been used in the procedure while this foreign material was present in this endoscope. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign material was present because reprocessing could not be conducted properly due to leakage from the biopsy channel. The instruction manual states detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3: preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.